Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 48 mg/dl or above due to needing settings adjustments. Customer consumed carbohydrates to address bg and consulted with their healthcare provider to adjust pump settings. Recommendation was made to consult with a healthcare provider to discuss diabetes management.